Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. Visual inspection noted that the device header was removed from the case, and three of the four connector wires were cut, while the forth one was pulled apart. The missing header was induced. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device had triggered end of life (eol). During the last follow up in december 2014 it was noted that the device had 2.5 years longevity remaining. The device was already reprogrammed to vvi50. The patient was admitted to the hospital for a revision. It was noted that when a replacement procedure took place in 2006 with a previous device, it was difficult to remove the right atrial lead (ra) lead. The connector block was altered to remove the lead. It was noted that the connector block was stretched. The physician believed that the device output was changed due to a the malfunction of the ra lead. No adverse patient effects were reported. Additional information noted that an explant procedure took place and both the ra and right ventricular lead (rv) leads were stuck in the header. The header was broken and both leads were removed. The device will be returned. No additional adverse patient effects were reported.